Event description:
It was reported that the patient underwent a plif procedure using a rod construct at l5-s1 to treat grade ii spondylolisthesis . Approximately two weeks post-operative, it was discovered by x-ray that the screws were loose and the rods were no longer locked down. Approximately six weeks post-operative, the patient underwent a revision surgery where the surgeon found that both rods had come lose from screws however, the set screws were still in screw heads at l5. The screws at s1 appeared to be fine. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device was returned for evaluation. Set screw threads do not show evidence of cross threading. Isolated thread damage noted on one side of the set screw, which appears to have been created after implantation. Set screw leading thread fractured and bent downward, consistent with shear overload. Microscopically examined set screw rod interface nodes and surfaces; the rod interface node height and morphology of node deformation are atypical of full tightening, in comparison to the bench comparison samples. Set screw center node deformation height (@ center) significantly different than bench tested samples, consistent with incomplete rod seating in the base of the mas head saddle. Asymmetrical witness marks were identified set screw. A review of the device history records did not identify any applicable nonconformance to specification.